Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Patient reported a 100 point difference. The sensor was inserted into the abdomen on (B)(6) 2019. It was indicated that the patient used an alternate blood glucose testing site palm, which is misuse of the device. Data was evaluated and the allegation was confirmed. A probable cause could not be determined via data. No injury or medical intervention was reported. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid.